Event description:
Patient experienced mid-flexion instability and pain. Arthroscopy procedure identified medial poly insert loosening. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Patient experienced mid-flexion instability and pain. Arthroscopy procedure identified potential medial poly insert loosening. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.